Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was pacing near or on the "t" wave. The programmer passed incoming pace testing. It was indicated that the output connectors were broken, case was damaged, main seal was contaminated, and multiple wires were pinched and wire was exposed. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing near or on the "t" wave. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.